Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 405 mg/dl. Customer believed their high blood glucose was due to eating something they should not have eaten. Customer treated their high blood glucose via insulin pump. Customer advised they had an open circle on the display screen. Customer advised their alert silence feature was turned on. Customer was assisted with turning the feature off which resolved the issue.